Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on unk dates in 2004, 2007 and 2010 and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of four events reported for the same pt involving two separate products.